Event description:
A pt presented with a fascial wound dehiscence six days following a gynecologic procedure. The pt was taken back to surgery for wound repair and closure. The surgeon described the suture as "in two pieces."